Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a power lost while pump was on alarm that occurred on july 31, 2024. A functional test was performed and the reported issue was not duplicated. The probable cause of the reported issue was due to the backup capacitor. As a result, the backup capacitor was replaced as preventive. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the power goes off and log analysis is required. There was no patient involvement.